Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the patient experienced endophthalmitis/conjunctival inflammation, vitreous inflammation/vitreous hemorrhage, hypopyon, severe pain, decreased vision/blurry vision, watering, headache and fever after cataract surgery (with intraocular lens implantation) in the right eye. The patient received topical and other medications as a treatment. It was also reported that, at the end of the procedure a bandage contact lens (bcl) was applied to the patient. Three days post-surgery, the patient was noted to have developed an infection, referred to a physician and was treated with other topical and intravitreal medications. The current condition of the patient was unknown.

Manufacturer narrative:
Additional information was provided in sections h.6. And h.11. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by medical safety. No product returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.